Manufacturer narrative:
(B)(4). The complaint device was not returned to fph (B)(4) for inspection. An attempt was made to obtain the complaint device but no reply was received from the distributor in (B)(4). The "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The "power fail" alarm will operate when the power supply to the infant warmer has failed. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety, performance and functional checks at least once a year. Without the complaint device, we are unable to establish the root cause of the reported fault.

Manufacturer narrative:
(B)(4). The complaint infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A distributor in (B)(6) reported to a fph investigation engineer in (B)(4) that when the power switch of an iw910aea baby control mobile infant warmer was turned on, the front panel "does not display anything and the power fail led light stays on without any buzzing sound". This was noticed prior to patient use. No patient consequence was reported.

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) investigation engineer in (B)(4) that when the power switch of an iw910aea baby control mobile infant warmer was turned on, the front panel "does not display anything and the power fail led light stays on without any buzzing sound". This was noticed prior to patient use. No patient consequence was reported.